Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) service & repair reports an event in (B)(6) as follows: device failure. Sent in for repair. Device switches off. Battery oscillator keeps running for a short period after switching off. No delay in surgery. No spare devices available. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
The device service history review indicated that there were no prior service reports. Service record evaluation: a pre-repair diagnostic assessment revealed normal wear on the device. Service repair was performed. After the service, the execution of the final inspection has been performed through regular functionality checks of the product. Placeholder.